Manufacturer narrative:
Device failure occurred, but did not cause or contributed to a death or series injury.

Event description:
Reporter indicated a vns patient was to have a lead replacement due to a "broken or twisted lead". The patient later had vns lead replacement surgery performed. The explanted lead will not be returned to the manufacturer per the explanting hospital. During the surgery, it was noted the lead appeared twisted, but no lead breaks were visualized. Attempts for further information have been unsuccessful to date.